Event description:
It was reported that multiple stored episodes of non-sustained rv oversensing were observed. Electro-magnetic interference or myopotential oversensing were suspected. Further lead evaluation and programming changes were recommended.